Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: h1, h6 (medical device problem code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and reviewed by a clinician are as follows: after review, it was determined that there was no harm noted to the patient. There was no indication that the time delay occurred at a critical procedural step where high risks to the patient may be present. There was no indication that the delay resulted in any impact to the expected surgical outcome.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that confidence spinal cmt sys, 11c were received, the pump with a little of sterile water, the long flexible tube, the quick connection assembly, the cap and cement reservoir. During the inspection, the cap was not secured correctly onto the reservoir cement since threaded reservoir can be observed. Therefore this condition can be attributed to the system for cement delivery does not dispense properly. Per confidence spinal cement system surgical technique : push and screw the cement reservoir adapter onto the mixing bowl with a clockwise rotation until firmly seated in the bottom of the bowl. This process will force the cement into the cement reservoir. Once the cement is visible at the distal tip of the cement reservoir, unscrew the cement reservoir from the cement reservoir adapter with a counterclockwise rotation. Care should be taken to align the cap carefully with the threaded reservoir to ensure proper thread engagement. It is important that the cap be fully tightened before pressurizing or delivering cement. A small amount of cement may flow from the reservoir tip and should be removed before assembly to the needle. Cement delivery connect the hydraulic pump flexible tube to the cement reservoir cap by pushing and snapping the quick connect assembly onto the cement reservoir cap. If the quick connect will not attach to the reservoir cap, rotate the handle of the hydraulic pump counterclockwise to relieve some pressure. This will allow the connector to attach to the reservoir cap. A dimensional inspection for the confidence spinal cmt sys, 11c was not performed as it is not applicable to the complaint condition. A complete functional test was unable to be performed due to condition of the hardened cement. The quick-connect assembly with the long flexible tube was connected onto the cement reservoir cap, the hydraulic pump was activated and the sterile water passes througt the tube without leak. The complaint condition was not able to be replicated. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, product code: 283910000, lot number: 400839. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 30 may 2024. Manufacturing site: jabil le locle. Expiry date: 30 apr 2026. Cement number: product code : 183901001 / batch number : 4391571. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of unable to transfer, cement will not mix properly. Functionality issues cannot be evaluated through a photo investigation.since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 283910000. Lot number: 400839. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 30-may-2024. Manufacturing site: jabil le locle. Expiry date: 30-april-2026. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event date: 17.09.2024 event declared to j&j by materiovigilance team of the hospital: 21.10.2024. It was reported on (B)(6) 2024 during a vertebroplasty t12 (with o-arm), the cement syringe piston is no longer functioning. Instead of injecting cement, water was injected into the cement cannula. Immediate measures taken: immediate replacement of the "confidence spinal cement system" syringe to continue the operation. The surgeon and the team are well aware of and proficient in the operation of the device. From the pictures, it was seen that the piston wasn't properly connected to the syringe by the staff. This is probably why water was injected instead of cement. Surgery was delayed 10 minutes. A new cement and syringe were opened and used. Procedure completed successfully.